Event description:
Reportedly, the trocar was inserted into the patient and a piece of rubber, which is thought to have been from the seal was seen in the patient. The surgeon is confident that he removed all of the pieces from the patient. No injury reported.